Manufacturer narrative:
Device eval of bet sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received the electrode belt connector locking nut was damaged. The cause of the inability to complete testing is the insecure connection at the electrode belt connector. The cause of the insecure connection is the damaged locking nut. The root cause of the damaged locking nut cannot be positively identified, but is likely physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete incoming testing.